Manufacturer narrative:
(B)(4). Batch # m52j6e. Additional information was requested and the following was obtained: where within the gap setting scale was the orange indicator prior to firing: within the firing range. What confirmation was received that the device was fully fired: heavy crunch sound. Were the staples deployed into the tissue: yes but partially. Were there any staples missing from the staple line: yes. What was the shape of the staples (b-formation, irregular, legs straight): b-formation. What was the users experience with the device: already used more than 50 cdh. What is the patient¿s current status: discharged and doing well. The analysis results found that the cdh25a device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic oesophagectomy procedure, the device has been taken out from the packing with sterile technique. Surgeon has followed all the steps properly. When surgeon was ready to fire stapler, he felt some resistance to fire and required extra force to achieve stapling; but even after putting extra force cutting was not seen in anastomotic region. Surgeon has removed staple line from tissue and also respective tissue and then used another stapler to complete the surgery. Delay of thirty minutes. There were no adverse consequences for the patient reported.